Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented for elective placement of this implantable cardioverter defibrillator (ICD). During implant defibrillation threshold (dft) testing, the device detected the rhythm and a 31 joule shock was delivered however the rhythm was not converted. The device then redetected and a 41 joule shock was delivered which also did not convert the rhythm. An external shock was delivered and the rhythm was converted, however it was believed the external conversion may have put the patient into pulseless electrical activity. A code was called and the patient subsequently expired following rescue attempts.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA. The report number is being corrected from: 2124215-2018-62580 to: 2124215-2018-61592.

Event description:
Boston scientific received information that this patient presented for elective placement of this implantable cardioverter defibrillator (ICD). During implant defibrillation threshold (dft) testing, the device detected the rhythm and a 31 joule shock was delivered however the rhythm was not converted. The device then redetected and a 41 joule shock was delivered which also did not convert the rhythm. An external shock was delivered and the rhythm was converted, however it was believed the external conversion may have put the patient into pulseless electrical activity. A code was called and the patient subsequently expired following rescue attempts.